Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The iesu was placed on an in-house system and was run in normal mode. Errors c-33 and c-00 were confirmed. Failure analysis investigation confirmed and reproduced the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting persisted errors c-33 and c-00 on the integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce and confirm errors c-33 and c-00 on the iesu. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Although the complaint regarding reported issue was not confirmed by failure analysis since the instrument analysis was not completed, the information gathered indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, errors c-33 and c-00 occurred when the integrated electrosurgical unit (iesu) was powered on. The customer received phone assistance from the technical support engineer (tse). Before the phone call, the issue was not resolved after the customer power cycled the iesu. The tse had the customer connect the ac power cord directly to the wall power outlet, but the issue persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The iesu initially powered on with errors c-33 and c-00. The customer was not able to continue to use the iesu during the procedure. The issue was resolved by using the third-party generator ft10.